Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/03/2015 with the following findings: during investigation, a visual inspection of the pump showed that there was moisture in the pump. The pump powered on with a blank display. A leak test was performed and confirmed a leak at a crack in the pump cases at the bottom right corner between the keypad and pump seal. Further testing was not performed due to the blank display. The pump case was opened and moisture was observed on pcb, display flex connector and on the force sensor.